Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a co2 failure during ops check and that the co2 would not calibrate. There was no reported patient involvement.